Event description:
The customer alleged that she performed a control test and received a result of 54 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer refused to troubleshoot her contour system or provide any additional info. Her meter and test strips are to be returned for evaluation. A replacement breeze2 meter was sent to the customer.